Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. The loading device, anchor tab, seal and spring assembly were not returned. Most of the device was not returned to be evaluated; therefore, it is not possible to confirm the reported complaint. A lot history review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii failed to deploy properly. A replacement device was used to complete the procedure. The hosp did not report any pt effects.